Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the c35j stopcock q-syte wht 360deg w/o nut cap ns the q-syte was assembled with other parts by atom medical. Infusion leaked from the q-syte, the leaked infusion wasn't chemo. There was no report of injury or medical intervention.

Manufacturer narrative:
Results: bd received one used sample from the customer in support of this complaint. A review of the device history record could not be completed as the lot number was unknown. A search of the qn / sap database could not be done; no lot number was provided for this incident. The samples were visually and microscopically evaluated and the customer's indicated failure mode for leakage with the incident lot was observed. Slit tears on the septum top disk were observed. Leak testing was also performed on the returned unit, however no leakage was observed. A septum column tear assessment was performed and no damage was observed along the column walls on any of the returned units. The returned sample did not meet manufacturing specifications due to the evaluation displayed the slit tears on the septum top disk. Conclusions: the defect of leakage; as stated as the reported code in the subject of the pir was not confirmed with q-syte. Confirm there were slits tears on the septum top disk. The returned unit did not display any adverse characteristics that would contribute to the defect the customer experienced, per the pir. The defect described in the incident report could not be confirmed or replicated with the returned unit. Conclusion: the root cause is indeterminate. The returned unit did not display any adverse characteristics that would contribute to the defect the customer experienced, per the pir. The defect described in the incident report could not be confirmed or replicated with the returned unit. Comment: an instruction pamphlet is provided with q-syte product. This information documents the potential failure modes of this device if not used properly.